Event description:
Pt implanted 3/30/98 in upper vermilion borders and nasolabial folds. Onset of infection in perioral, during 1998, date unk. Pt treated with antibiotics 6/1/98. The implant explanted 9/21/98.